Event description:
Device 2 of 3; reference MFR. Report# 1627487-2019-01413, reference MFR. Report# 1627487-2019-01415.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 3. Reference MFR. Report# 1627487-2019-01413. Reference MFR. Report# 1627487-2019-01415. It was reported the patient experienced ineffective stimulation. In turn, the patient underwent surgical intervention wherein the scs system was explanted.